Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously low glucose (glu) and alkaline phosphatase (alp) results generated by unicel dxc 800 pro synchron clinical system that were reported out of the laboratory. Subsequent testing on different instrument produced higher results. The customer noted liquid leaking from reagent probe a. The customer did not receive any report of death, injury requiring medical intervention, or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were serum. Qc was within the established ranges. A field service engineer (fse) was on site and replaced the valve and syringe, which resolved the issue. Fse did not retain the original parts for investigation. Upon recur, incorrect cartridge chemistry results could cause or contribute to serious injury. Although hardware issues were addressed, a definitive root cause has not been determined for this event.